Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported about multiple reciproc blue breakages during use; this event is for one reported breakage with r40. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned reciproc blue file r40 6/100 25mm 040 is broken in the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1608693, #1606449, #1607337, #1609351 and #1608911). Root causes are not identified. We will track this kind of event and monitor the trend.